Event description:
It was reported to ge that a pt died after an attempt to resuscitate the pt during a procedure. The table cracked as a result of attempts to perform CPR. Labels, as well as instructions provided with the table, instruct the operator to move the table back to its home position before performing CPR. The table was not in the CPR position and cracked.